Manufacturer narrative:
The hiv duo reagent expiration date was not provided. The reported event occurred on a cobas pure e 402 analytical unit (serial number: (B)(6)). The investigation determined that the elecsys hiv duo and elecsys hiv combi pt assays performed within specifications. The assays utilize different reagent compositions and have a sensitivity and specificity of less than 100%, which may result in occasional false results. It is recommended to perform confirmatory testing for all initially reactive samples, as outlined in the respective method sheets. No general product issue was identified during the investigation.

Event description:
The initial reporter alleged a discrepancy between the elecsys hiv duo assay and the elecsys hiv combi pt assay for one patient sample tested on a cobas pure e 402 analytical unit. The elecsys hiv duo assay generated initial and repeat results of 3.28 coi and 3.84 coi, respectively, both of which were reactive. The elecsys hiv combi pt assay generated a result of 0.09 coi, which was non-reactive. Additional testing using the abbott hiv assay produced a negative result. A negative report was issued for the patient sample.